Manufacturer narrative:
Per the report, "customer called in stating that the cable that plugs into the unit cannot fully connect; therefore, the device will not fully inflate to provide a reading. Customer mentioned the cuff may be leaking air and/or is not strong enough. It keeps pumping but does not get tighter, and no readings are displayed." The user stated the device had not been used for more than a month, with the approximate date of last use around (B)(6); the user is a 69-year-old female, 5'6 in height, not a healthcare professional, and no medical intervention was reported. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "customer called in stating that the cable that plugs into the unit cannot fully connect; therefore, the device will not fully inflate to provide a reading. Customer mentioned the cuff may be leaking air and/or is not strong enough. It keeps pumping but does not get tighter, and no readings are displayed."